Manufacturer narrative:
MDR 1219913-2017-00042 was filed on february 14, 2017 regarding a (B)(6) advia centaur xp hbsagii result that was reproducible. The sample was confirmed reactive on the advia centaur hbsag confirmatory (conf) test as well as an alternate hbsag method and confirmatory method. Pcr testing resulted as not detected. On february 22, 2017 - additional information: siemens received a sample volume of 500 ul. The sample was run with 2 reagent lots of hbsag (109088 & 109092) and the results were 3.38 and 3.40 index, respectively. This confirms the accounts observation and does not provide information on a possible root cause of the discordant positive result. A sample specific issue cannot be ruled out.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) confirmatory result is unknown. Siemens has requested the sample for internal testing. Siemens continues to investigate. The interpretation of results section of the (B)(6) confirmatory (conf) assay instructions for use states: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."

Event description:
The customer observed a (B)(6) advia centaur xp (B)(6) result that was reproducible. The sample was confirmed (B)(6) on the advia centaur (B)(6) confirmatory (conf) test as well as an alternate (B)(6) method and confirmatory method. Pcr testing resulted as not detected. There are no reports that treatment was altered or prescribed or adverse health consequences due to the confirmed (B)(6) advia centaur xp (B)(6) result.